Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) battery depletion-normal.

Event description:
It was reported that the device was explanted due to possible premature battery depletion. It is noted that this device had high lv output programmed. No patient complications were reported as a result of this event.

Event description:
(B) (4).